Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having power elevations with concern for thrombus. The log files were sent for review and it was noted on (B)(6) 2022 at 10:52:01 the power and flow started trending up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use; however, review of the submitted log files confirmed pump power and flow elevations, as well as left ventricular assist device (lvad) fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. The controller and lvad event log files contained information from 18jun2022 through 24jun2022, per the time stamps. Elevations in pump power and estimated flow were captured on 23jun2022 that subsequently resolved. Lvad fault flags associated with rotor instability were also captured at this time. Based on complaint history and similarly reported events, the information captured within the submitted log files is consistent with pump ingestion of a foreign material; however, a specific cause for the elevated power and flow values, as well as the lvad fault flags, could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump power and flow. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted that showed the elevated pump powers had resolved.